Event description:
A caller reported a malfunction on their pump, identified by malfunction code malf 9. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided guidance to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.